Manufacturer narrative:
Afield service engineer performed testing and investigation at the user facility. During testing it was found that the door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.